Event description:
Literature was reviewed regarding cryoballoon ablation and outcomes. The authors described patients who experienced complications after the ablation procedure which required hospitalization: six inguinal hematomas, six vagal reactions, one case of pericarditis, one femoral artery pseudoaneurysm, four cases of transient st elevation with normal coronary arteries and spontaneous resolution, one cardiac tamponade, one brugada pattern type one, and an observation for contrast allergy. Within ten days of discharge, there were patients that required urgent or unplanned medical care and/or rehospitalization due to atrial fibrillation (af)/atrial flutter, inguinal hematomas, urticaria, pericarditis, gastroparesis, symptomatic sinus node dysfunction, vasovagal syncope/presyncope, and ecchymosis. The status of the catheters is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/60 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: clinical and economic outcomes of a systematic same-day discharge program after pulmonary vein isolation: comparison between cryoballoon vs. Radiofrequency ablation. Europace. 2023. 25, 1¿9. Doi: 10.1093/europace/euad265. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.